Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return an ilet system due to frequent low blood glucose episodes and a belief that the device was not adapting to their needs, and the device was subsequently returned for credit. Symptoms included hypoglycemia. Outcomes included user discontinuation of the device without hospitalization or medical intervention reported. Investigation included customer outreach, troubleshooting and education attempts, and logistics follow-up for device return. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear, and no device malfunction or specific component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.